Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s " hospital vascular access nurse is looking for a replacement clamp for the powerpicc." Ms&s response "informed that we do not offer a replacement clamp for the powerpicc. Recommended she search online, there are other companies that do make clamps that may work for her. Case emailed to product complaints via email."